Manufacturer narrative:
H.6. Investigation: one sample of l-connector attached to an infusion bag was returned to our quality team. The original product reported, protector p55 has not been received for investigation. Upon evaluating the product returned, a grey particle was observed inside the infusion bag. Characterization testing was performed and determined the particles consisted of the rubber stopper from the infusion bag. As no lot number was provided for the p55 protector, a device history review could not be performed and additional retained samples could not be investigated. Based on the available information we are not able to identify a root cause at this time. CAPA#: 688697 was initiated. H3 other text : see h.10.

Event description:
It was reported that coring occurred from the bd phaseal¿ protector (p55) and foreign matter was observed in the infusion bag during use while preparing abraxane. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter, translated from japanese to english: "when preparing abraxane, coring occurred and fm was confirmed in the infusion bag."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring occurred from the bd phaseal¿ protector (p55) and foreign matter was observed in the infusion bag during use while preparing abraxane. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing abraxane, coring occurred and fm was confirmed in the infusion bag."